Manufacturer narrative:
Additional information: on 9/5/2019, the device investigation summary was updated. Updated device investigation summary: during evaluation of the sample it was to be intact. Leak testing was performed an a tear was observed in the anterior view measuring approximately less than 0.1 cm. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 9/13/2019, the device investigation summary was updated. Updated device investigation summary: during evaluation of the sample it was to be intact. Leak testing was performed an a tear was observed in the anterior view measuring approximately less than 0.1 cm. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8/27/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was to be intact. Leak testing was performed an a tear was observed in the anterior view measuring approximately less than 0.1 cm. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a breast augmentation procedure with a saline mentor artoura breast tissue expander 375cc and experienced deflation on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.